Event description:
The customer experienced issues with antibodies to thyroid peroxidase (anti-tpo) on cobas e602 analyzer serial number (B)(4). On (B)(6) 2015, the control recovery in the morning was acceptable and the customer started testing patients. In the evening control result was found to be decreased by half. On (B)(6) 2015, the customer calibrated the active and standby reagent packs but control recovery remained too low so they exchanged the reagent packs. After good calibration and control results, they repeated randomly selected patient samples from6v 2015 and found differing results. Of the approximately 80 patient samples affected, data was provided for 12 samples. Of these, only the results for five samples were discrepant. Patient sample 1 initial result was 195.90 iu/ml and the repeat result was 357.3 iu/ml. Patient sample 2 initial result was 28.75 iu/ml and the repeat result was 61.16 iu/ml. This patient was female. Patient sample 3 initial result was 55.15 iu/ml and the repeat result was 100.8 iu/ml. This patient was female. Patient sample 4 initial result was 102.60 iu/ml and the repeat result was 168.3 iu/ml. This patient was female. Patient sample 5 initial result was 258.40 iu/ml and the repeat result was 461.5 iu/ml. This patient was female. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. It was believed the replacement of the reagent packs resolved the issue. The field service representative checked the analyzer and found no problems.

Manufacturer narrative:
A specific root cause could not be identified. An issue with the specific reagent pack was likely and may have been caused by incorrect storage conditions, shipping or handling issues. Based on the provided qc and calibration data, a general reagent issue could be excluded.

Manufacturer narrative:
This event occurred in (B)(6).